Manufacturer narrative:
The primary operative notes state that radiographs were taken to confirm the "appropriate positioning of everything" prior to the implantation of the final components. No radiographs were returned for review, therefore; it is unk if the components were implanted with the correct fit and orientation. The operative notes do not contain enough detail to confirm if the proper surgical technique was followed. The pt underwent a manipulation under anesthesia on (B)(6) 2011. The knee was reported to be extremely stiff but after repeated manipulation, a full 0 degrees and 130 degrees of flexion were obtained. Review of the revision operative notes indicates that the porous femoral component was excised due to loosening. It was removed "with just a few taps of the punch". The condition of the components is unk due to the fact that no devices or photographs were received. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time.

Manufacturer narrative:
These devices are used for treatment. Device history records were reviewed for the bone cement and did not find any deviations or anomalies. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
Review of the device history records for the related part and lot number did not find any deviations or anomalies. It was initially reported that palacos bone cement was used in the primary surgery with femoral component, however; it was found that the bone cement was not used. Per the notes, patient was revised due to loosening. A definitive root cause for loosening cannot be determined with the information provided.

Manufacturer narrative:
Evaluation summary: fit and orientation could not be evaluated without x-rays or surgical notes. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain.